Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up with loss of capture on the left ventricular lead. The lead was found to be dislodged via fluoroscopy. The physician decided to explant and replace the lead. The patient's condition was good post procedure.